Event description:
It was reported that ???/hour glass/no readings/sensor error was reported. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced ??? Or hour glass icon in status box which occurred two days after the sensor had been inserted in the abdomen. The patient experienced high glucose levels because he was unable to monitor his blood sugar due to the sensor error message for >10 hours. It was not documented how long the sensor error occurred, whether the patient was aware of the sensor error, or whether the patient was monitoring blood glucose levels during the time of the sensor error. Of note, the patient's receiver was a tandem pump. The patient was nauseated and had blurry vision. The patient was presented to the hospital by unspecified transportation and was treated for hyperglycemia for 8 hours with an unspecified insulin drip. No blood glucose (bg) or continuous glucose monitor (cgm) readings documented for the entire event. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was feeling normal. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.